Event description:
A malfunction was reported with a specific error code, and it was determined that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support decided to replace the pump and confirmed the customer was informed about the need for replacement. It was ensured that insulin delivery would not be interrupted by providing a replacement pump with a specific serial number.